Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) /2025. On 12/26/2025, the day of the event, the cgm reading was 118 mg/dl in the morning. Later in the afternoon, the patient began experiencing symptoms including nausea, disorientation, dizziness, weakness, and vomiting. At that time, the cgm displayed a glucose value of 300 mg/dl. A fingerstick measurement was not obtained because the patient did not have access to a blood glucose meter. In response to her symptoms, the patient administered insulin via her pump; however, the cgm readings did not decrease. Due to worsening symptoms and lack of improvement, emergency medical services were contacted. Upon arrival, paramedics reported that the patient¿s blood glucose level was high, although a specific numerical value was not documented. The patient received intravenous fluids and was transported to the hospital. At the hospital, a fingerstick measurement indicated a blood glucose level greater than 500 mg/dl, while the cgm continued to display approximately 300 mg/dl, confirming a significant discrepancy. The patient was treated with intravenous insulin and fluids. Although she was reportedly close to developing diabetic ketoacidosis (dka), she was not formally diagnosed with dka. The patient remained hospitalized for three days and was subsequently discharged. At the time of reporting, the patient was stable and reported feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.